Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via an 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. After the sutures of two proglide devices were pre-placed, the sheath was upsized to 18f and the procedure was completed. Reportedly, at the end of the procedure, hemostasis was not achieved with the two pre-placed sutures. A third proglide was used to place sutures in the 12 o¿clock position; however, hemostasis was not achieved. Surgical suturing was performed to achieve hemostasis. There was no report of adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.